Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 800 mg/dl. Troubleshooting was performed. The device passed the displacement test and the fixed prime test. Reviewed the programming and it was correct. The customer stated that she changed the infusion set before her admission. After her blood glucose was treated, they put her back on the insulin pump and her blood glucose has been dropping. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.